Event description:
Malfunction: system rebooted. The surgeon reported a system message displayed during surgery. The system was rebooted and the case was completed. There was no significant delay while rebooting the system. The surgeon continued with surgery with the system. No pt injury was reported.

Manufacturer narrative:
No sample was returned for eval. A review of complaints for the last 24 months indicates no additional related reports for the system. An internal investigation has been opened to investigate the issue reported. (B) (4). (B) (4). (B) (4).